Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (a partial hysterectomy, bilateral salpingectomy - laparoscopic) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both ostia were visualized. Bilateral essure micro-insert placed successfully into the ostium. Number of coils visible on the right -2 number of coils visible on the left - 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea and menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet- all relevant medical historical condition, concurrent condition, concomitant medication and events - abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea (cramping), abdominal pain, back pain, she did not underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (a partial hysterectomy, bilateral salpingectomy - laparoscopic) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown, the menorrhagia, dysmenorrhoea and vaginal haemorrhage was resolving and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both ostia were visualized. Bilateral essure micro-insert placed successfully into the ostium. Number of coils visible on the right -2. Number of coils visible on the left - 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via medical record confirming events pelvic pain, dysmenorrhea and menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events outcome for vaginal bleeding, menorrhagia & dysmenorrhea were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and genital haemorrhage (""abnormal" bleeding"). The patient was treated with surgery (a partial hysterectomy, bilateral salpingectomy - laparoscopic and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the menorrhagia, dysmenorrhoea and vaginal haemorrhage was resolving and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both ostia were visualized. Bilateral essure micro-insert placed successfully into the ostium. Number of coils visible on the right -2. Number of coils visible on the left - 4. She had been treated for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via medical record confirming events pelvic pain, dysmenorrhea and menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event genital bleeding was added. Event outcome for pain updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and genital haemorrhage ("abnoraml bleeding"). The patient was treated with surgery (a partial hysterectomy, bilateral salpingectomy - laparoscopic and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved, the menorrhagia, dysmenorrhoea and vaginal haemorrhage was resolving and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both ostia were visualized. Bilateral essure micro-insert placed successfully into the ostium. Number of coils visible on the right -2 number of coils visible on the left - 4 she had been treated for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via medical record confirming events pelvic pain, dysmenorrhea and menorrhagia, abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event genital bleeding was added. Event outcome for pain updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a partial hysterectomy ). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.